Manufacturer narrative:
Concomitant medical products: product ID 37086, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID 3389s-40, lot# va0lcyv, product type: lead. Product ID 3389s-40, lot# va0lcyv, implanted: (B)(6) 2014, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 37651, serial# (B)(4), implanted: (B)(6) 2014, product type: recharger. Product ID 37642, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Analysis of the extension found no anomaly. Impedances were measured and were normal on all circuits and electrode pair combinations.

Manufacturer narrative:
Concomitant medical products: product ID 37086, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension; product ID 3389s-40, lot# va0lcyv, product type: lead; product ID 3389s-40, lot# va0lcyv, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37651, serial# (B)(4), implanted: (B)(6) 2014, product type: recharger; product ID 37642, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. (B)(4).

Event description:
It was reported that during the implant on the date of this report the extension was tested and had shown high impedances. The extension had been tested in various ways but they were not able to get normal impedances. A new extension was implanted and it worked just fine. The 1st extension would be sent back for analysis. Extension was sent back. The patient was not a part of clinical study. Impedances had been high intra operatively. The device was not used within the patient and the intended use had been for treatment. There was no patient death or injury. The patient had recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.